Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator showed no lights and sparked. The communicator was power cycled but still no lights. The patient advocate tried another outlet but no light on communicator and communicator power cord. The patient advocate informed that the patient saw sparks coming from the communicator. A boston scientific company representative advised sending a replacement communicator. No adverse patient effects were reported. The communicator was deactivated.